Event description:
It was reported that during an open small bowel resection, the firing knob was broken off at the 1st firing. The device was used on the small bowel. The staple height was blue. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Damaged slip block assembly, firing knob dislodged additional information: were any staples deployed or cut line started prior to the firing knob breaking? Yes. If staples were deployed and cut line started was the firing sequence completed? Yes. The analysis results found that the ntlc55 device was received with the firing mechanism damaged as the firing knob was detached and the slip block assembly was noted to be damaged. The device was received with no reload loaded in the device. Due to the condition of the device, no functional test could be performed. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however there is insufficient evidence to determine the cause of the higher loads. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.